Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. Around the time of transseptal phase, while using the soundstar catheter, the patient became hypotensive and a pericardial effusion was confirmed via portable echocardiography. Pericardiocentesis was performed and yielded 800 ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization for follow-up echocardiography. Patient fully recovered. Factors cited that may have contributed to the adverse event include the patient¿s anatomy, as there were difficulties maneuvering the soundstar catheter. Although uncertain, the physician believes that the adverse event may have been related to the use of the soundstar catheter, since difficulties were encountered during maneuvering. Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. No ablation catheter entered the patient¿s body. There were no errors reported on any bwi equipment during the procedure.